Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.500 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. This investigation is ongoing. CAPA-15 was initiated to investigate the root cause for the failure mode. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.500 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.